Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed errhwbbt occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Charge and boot testing was performed and passed. The receiver log download passed. The log was downloaded, and there was no data found within the investigation window. A receiver functional test was performed and passed. The receiver case was opened, and the internal visual inspection passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.